Event description:
It was reported that on (B)(6) 2022, a 17mm amplatzer septal occluder was chosen for implant using a 10f amplatzer¿ trevisio¿ intravascular delivery system. During procedure, the device initially looked as if the right atrial disc was partly in the left atrium, but after the device was recaptured and redeployed, the device looked good to implant. Approximately 8 hours after the procedure during rounds, the patient complained of nausea. A trans-oesophageal echocardiogram (toe) was performed, and the device was discovered to have embolized into the left atrium. The physician believed that this may have been because of the insufficient retroposterior rim. However, the physician was not sure of the mechanism of how device embolized, as it looked secure prior to release, and a wiggle test had been performed prior to release. The plan was to send the patient to surgery to have the device retrieved. Instead, it was decided that since the device had moved again into the aorta, the device was retrieved endovascularly without the requirement of performing an open heart surgery. There was no replacement device implanted, and the patient is scheduled for a surgical repair. The device did not cause a blockage in any blood vessel. The patient remained hemodynamically stable throughout both procedures. There is no allegation of malfunction against the abbott device. The patient did not experience any permanent impairment or damage as a result of this event. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.